Event description:
Following endometrial ablation with hologic novasure impedance controlled endometrial ablation device, it was noted that one of the array ends was exposed with the array webbing not reaching fully to the end. The procedure had been completed to the surgeon's satisfaction with no patient harm immediately evident during the post ablation hysteroscopy. Diagnosis or reason for use: endometrial ablation.